Manufacturer narrative:
A sensor for the shuttle presence (operating table top transfer cart) was defective, which caused the or-table to be not operable any more. The sensor was replaced, and the device operated as intended. The affected medical device is 17 years old. Trumpf medical is not aware of a similar issue with this device and the same root cause. No further actions are required.

Manufacturer narrative:
The investigation is ongoing. The root cause is not yet known and pending analysis.

Event description:
During a procedure, the table column became inoperable. No functions via the column keypad. No error message was displayed. No patient or caregiver injury was reported.